Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. The manufacturer received the catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with unknown concentration at an unknown dose rate via an implantable pump for malignant pain. It was reported that when the patient's catheter was placed intrathecally, there was no flow of cerebrospinal fluid (csf). The physician attempted to reposition the catheter, but the second attempt yielded no results. The catheter was never implanted. Per the manufacture's device registry, an alternate catheter was implanted. No further surgical intervention occurred or was planned. The issue was resolved at the time of the report and the patient was without injury regarding their status as of (B)(6) 2016. The catheter was returned to the manufacturer (received 06/03/2016). Other medications (oral, etc.) That patient was receiving at the time of the event was unable to be obtained. No patient symptoms were reported.

Manufacturer narrative:
Analysis determined the catheter body had dried drug, blood or foreign material occlusion. It was a partial occlusion that could be easily broken loose. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.